Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" and "discharge fault" messages. Complainant indicate that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a faulty safety relay on the high voltage module. Analysis for reports of this type has not identified an increase in trend.